Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom) .test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 302, 347 and 508 mg/dl. The customer's expected fasting blood glucose test result range is 150 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 10/19/2018 and open vial date is june 2017. The meter memory was reviewed for previous test result history (date / time not set; memory concerns: 302, 347, 508, 523, 545 mg/dl): 1:3 47mg/dl n/a 12:00 pm fasting:yes. 2: 302mg/dl n/a 12:00 pm fasting:yes. 3: 508mg/dl n/a 12:00 pm fasting:yes. 4: 545mg/dl n/a 12:00 pm fasting:yes. 5:5 23mg/dl n/a 12:00 pm fasting:yes. Memory concerns:302mg/dl, 347mg/dl, 508mg/dl, 523mg/dl, 545mg/dl.